Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having non-functional ipg. No device malfunction was suspected. The patient underwent a battery replacement and was doing well postoperatively.